Event description:
Customer reported the IV tubing separated from the upper fitment and fluid leaked during a reglan 50ml/hour infusion. There was no report of pt harm or medical intervention. No additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.